Event description:
A baxter sales representative contacted baxter corporate product surveillance to report a onelink luer where blood reflux had occurred. According to the report, when the facility went to tighten the luer to the IV, blood leaked between the connection of the IV and the onelink luer. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated. The root cause could not be determined. A batch review could not be completed as the lot number was not provided by the customer.